Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d6a: if implanted, give date: n/a, as lens was removed during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded toric intraocular lens (iol) was inserted, there was a crack in the optical part. The iol was removed from the eye. No further information was provided.